Manufacturer narrative:
Review of device manufacturing record history was not conducted because device lot number was not made available. Device remains implanted in patient; therefore, direct product analysis was not possible.

Event description:
It was reported that on (B)(6) 2016, a gore® propaten® vascular graft was implanted in a patient's left upper arm as a conduit. Later that same day, the patient experienced the medically significant event of bleeding of the vascular access, described as moderate intensity. The patient was hospitalized and treatment for the event included the administration of one unit of packed red blood cells and discontinuation of warfarin. The event was considered resolved and the patient was discharged from the hospital.

Event description:
On (B)(6) 2016, after the patient underwent surgical placement of the gore® propaten® vascular graft as a conduit, she experienced bleeding of vascular access (intensity: moderate). The surgical placement of the conduit entailed an incision that was made in the left axilla. After an exhaustive search, the axillary vein was identified. The vein was dissected and encircled with vessel loops. An incision was then made at the antecubital fossa where the brachial artery was dissected. The conduit was passed through a subcutaneous tunnel and the venous and arterial anastomosis were both completed with 6-0 prolene. Flow was established and hemostasis was achieved. Because of dual grafts in a similar location, there was concern that the dialysis centers would confuse the two grafts and an error would potentially be made in cannulating the existing graft. Therefore, another incision was made and the existing graft was removed in three parts. The wounds were irrigated and closed. The procedure was well tolerated with a blood loss of approximately 250 cc. Perioperatively, the patient was kept on coumadin (warfarin) and asa due to the propensity for thrombosis from prior multiple grafts. Because of this, the patient developed some oozing postoperatively followed by mild lightheadedness, and there was some concern about sending her home. Therefore, the patient was admitted to the hospital that same day. A pressure dressing was applied and the patient remained hospitalized overnight; warfarin was discontinued. By (B)(6) 2016, the next morning, all bleeding seemed to have stopped. There was no chest pain, nausea, vomiting, fever, chills, or shortness of breath. Laboratory results revealed a hgb of 7.6 g/dl, which was treated with one unit of packed red blood cells. As a matter of convenience for the patient, she received dialysis prior to discharge. On (B)(6) 2016, the event was considered resolved and the patient was discharged from the hospital after dialysis. Discharge instructions included following up with the vascular surgeon in one week, continuing epogen (epoetin alfa), and resuming dialysis schedule. On (B)(6) 2016, at the scheduled patient visit, an examination of the gore® propaten® vascular graft and access site revealed presence of a thrill and bruit; there were no problems or abnormal findings of the surgical incision. As reported by the user facility, the relatedness of the medically significant event to the gore® propaten® vascular graft conduit was unlikely related and the relatedness of the event to the study procedure was definitely related.